Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Handpiece cable is badly clogged causing poor water flow.

Event description:
While using a g130 handpiece assembly, the handpiece got abnormally hot during use. The event outcome is unknown as of this MDR evaluation. When the device was evaluated, it was found to have a badly clogged handpiece cable causing poor water flow.